Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. When ethylene oxide sterilization was performed during testing, no droplets were observed immediately after sterilization. However, the next morning, wet droplets were found on the cables. The droplets appeared to be water, had a squeaky feeling, and did not dry after a day or so. Based on the droplets remaining, they were not considered to be just water. In addition, there were scratches on the main body lens. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that water droplets were present on the subject device after ethylene oxide sterilization. The customer stated they reprocess devices by soaking with medipol eg in a thermostatic bath for approximately ten minutes then wash with running water using mama lemon. For gas sterilization, they use udono eog sterilizer with asp japan nx. The customer has been using another device of the same model and no water droplets have appeared. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cable was deteriorated due to sterilization (deterioration over time), and the cable contained moisture during sterilization. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.